Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an atrial tachy response (atr) with an unusual presentation within. Boston scientific technical services (ts) reviewed the episode and noted what appeared to be minute ventilation (mv) sensor chop. This can occur when the pacing system experiences intermittent abnormal lead continuity resulting in current excitation stimuli used for the mv sensor. This device had evidence of high out-of-range right atrial (ra) lead impedance measurements. Ts suspected an ra lead issue or a connection issue. No intervention was performed and the patient will be monitored. No adverse patient effects were reported.